Event description:
According to the report, "during a code situation, a health care practioner attempted to charge the defibrillator to 360j. However, the machine would only charge to deliver a max of 200j. Another machine had to be obtained to defibrillate the pt." No further info regarding the reported incident was released by the facility.